Event description:
Medtronic received a report that pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 7mm and a 5mm neck diameter. The landing zone was 3.8mm distally and 4.1mm proximally. It was noted the patient's vessel tortuosity was minimal. Pru level was normal and dual antiplatelet therapy (dapt) was administered.  It was reported that the operator was performing a flow diverter stent implantation for an ophthalmic segment aneurysm. To establish access, the operator selected the intracranial support catheter rfx058-115-08 and a synchro-14 guidewire, and used a fg15150-0615-1s to deliver the flow diverter stent model ped-400-20. During deployment, when the middle portion of the stent was being deployed across a curved segment, the stent became twisted and failed to open. The pipeline failed to open at the middle section. More than 50% had been deployed when it failed and there were no additional steps or devices required to open the pipeline. It was resheathed more than 2 times and removed with the microcatheter. The pipeline was not used for an indication that is not approved (off-label). The catheter was flushed and all devices were prepared as indicated in the IFU. No patient complications were associated with this event. Ancillary devices include a phenom27 microcatheter, and  navien guide catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.